Manufacturer narrative:
(B)(4). Additional information, including the device lot code, post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted device is being returned and will be reviewed at corin. Upon receipt of the device lot code, the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision of the ps tibial insert after approximately 2 years and 5 months due to knee pain.

Manufacturer narrative:
Per -1414 initial report: the explanted devices, x-rays and operative notes were provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The tibial insert was manufactured in jul 14 (as a batch of 15). The parts associated with these records were manufactured in accordance with the correct specifications at the time of manufacture. The returned device is not damaged. The patient was experiencing knee pain because of improper tibial insert size: the implant size may have not been selected correctly in the first place or because of patient status modification (the quality of the soft tissues of the patient deteriorated either over time or due to injury). Consequently, it was concluded that the root cause is probably due to patient condition or external. Thus, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision of the ps tibial insert after approximately 2 years and 5 months due to knee pain.